Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided . D10. Concomitant medical products zfx11-zb-tsv-4547-nel, zfx, gentek tibase, tsv/tm non engaging, 4.5mmd x 4.7mmh lot number 0000231121. H4: device manufacturer date unknown / not provided.

Event description:
It was reported fracture of the gentek tibases screw. Prosthesis placed january 24.tooth location 36 and 37. (One of the screws is fractured at the hex the other one in half).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) item zfx09-zb-tsv-rs number 000231511, for evaluation. Visual evaluation / functional test was performed. Thread does work. Screw has damages and scratches but does work and is usable. DHR review was completed for the subject lot number000231511. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number complaint history review was performed for the reported lot number 000231511 for similar events and no other complaint was identified. Review completed utilizing keywords: screw broken. Incoming inspection from zfx11zb-tsv-4547-nel with lot 000231511 was inspected at (B)(6) 2023. Parts approved. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was the screw loosened. Why the screw is loosened is not understandable. It could be, that a too large moment from closure damage the screw, or a asymmetrical crown made a large torque at the screw. It could also be that the screw gets loosed after the first screw was broken. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.